Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: no date provided, used the first date in the month of the aware date. (B)(6).

Event description:
It was reported that removal difficulty occurred. The target lesions are located in the proximal anterior tibial, popiteal and superficial femoral arteries. A 2.1mm jetstream xc catheter was selected for use. Atherectomy was successfully completed with the jetstream catheter. Upon removal, the catheter became stuck in the non-bsc sheath and became difficult to remove. The infusion line unraveled and retracted back. The jetstream and the sheath were removed together from the patient over the wire. The patient did well and there were no patient complications.

Event description:
It was reported that removal difficulty occurred. The target lesions are located in the proximal anterior tibial, popiteal and superficial femoral arteries. A 2.1mm jetstream xc catheter was selected for use. Atherectomy was successfully completed with the jetstream catheter. Upon removal, the catheter became stuck in the non-bsc sheath and became difficult to remove. The infusion line unraveled and retracted back. The jetstream and the sheath were removed together from the patient over the wire. The patient did well and there were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: no date provided, used the first date in the month of the aware date. Initial reporter address 1: 14780 w mountain view blvd ste 120. Device evaluated by MFR: the returned device consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed multiple areas of severe damage. The introducer sheath that was used during the procedure was stuck on the device when returned. There was shaft damage in the form of buckling/kinks and severe outer sheath catheter shaft damage. The damage was located from the tip proximal 63cm. Visual examination noticed that the infusion line had burst proximal the buckling/kink damage. The location of the burst infusion line was approximately 43cm to 58cm from the tip. The device was set-up and functionally tested per the instructions for use. The device would not rotate due to the extreme damage on the catheter shaft. The device was not completely separated or detached. The burst infusion line was leaking fluid. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage that was noticed is consistent with pushing, pulling and torqueing of the device in an introducer sheath. When interference with another device happens, buckling and kinks may occur. When kinks and buckling occur, this causes the restriction of fluid in the infusion line and the infusion line bursts proximal to the damage. With the severe damage on the catheter shaft removal of the device may have been difficult.